Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being frozen and would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck device was frozen and would not move. It was further observed that the device had color band chipping/fading, worn bearing, illegible etch and component damage. It was further determined that the device failed pretest for check status of development, general condition, marking and labeling and check the drill chuck. It was noted in the service order that the device had an undetermined malfunction. There were no reports of injuries, surgical delay. Medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.